Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent removal of interstim stimulator and lead wire due to symptomatic cystocele, urinary incontinence and interstim pocket pain. No additional information was provided.

Manufacturer narrative:
(B)(4) ¿urinary/bowel problems; undefined recurrence . Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent cystocele on (B)(6) 2007 due to repair cystocele. It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2007 due to erosion/extrusion of vaginal mesh. It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2007 due to vaginal mesh erosion. It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2007 due to vaginal mesh erosion. It was reported that the patient underwent hysterectomy on (B)(6) 2008.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.